Event description:
It as reported that while supporting a patient on intra-aortic balloon (iab) therapy there was an "autofill failure" that occurred repeatedly on 3 different consoles. The iab was inserted via left axillary approach which is an off-label use. At the time of the report the iab pump (iabp) had been on standby for 30 minutes and the emergency service specialist informed the customer that the iab would need to be removed. The customer discontinued heparin therapy in preparation to remove the iab. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4) ; record ID (B)(4).

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. Two kinks were found on the catheter tubing approximately 2.8cm and 0.3cm from the y-fitting. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing within the kink mentioned 2.8cm from the y-fitting. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It as reported that while supporting a patient on intra-aortic balloon (iab) therapy there was an "autofill failure" that occurred repeatedly on 3 different consoles. The iab was inserted via left axillary approach which is an off-label use. At the time of the report the iab pump (iabp) had been on standby for 30 minutes and the emergency service specialist informed the customer that the iab would need to be removed. The customer discontinued heparin therapy in preparation to remove the iab. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It as reported that while supporting a patient on intra-aortic balloon (iab) therapy there was an "autofill failure" that occurred repeatedly on 3 different consoles. The iab was inserted via left axillary approach which is an off-label use. At the time of the report the iab pump (iabp) had been on standby for 30 minutes and the emergency service specialist informed the customer that the iab would need to be removed. The customer discontinued heparin therapy in preparation to remove the iab. There was no reported injury to the patient.